Event description:
Customer reported that the device had a white screen with vertical lines. Physio-control evaluated the device and observed that it would turn on, but was not functional to deliver defibrillation therapy. There was no pt use associated with event.

Manufacturer narrative:
(B) (4): physio-control replaced the programmed system control and user interface pcb assembles and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Per repair instructions, the user interface pcb was automatically replaced at the same time as the system controller pcb assembly, and there was no failure of this assembly.